Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative reported that while in a spinal fusion procedure, the site attempted to use the system's 'lift and shift' function, the hydraulic system made a loud screeching noise. The site was able to complete the case. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome. On site investigation was performed and the field systems engineer discovered that the event was caused by the hydraulic pump and the system control board. Replacement of the hydraulic pump and the system control board resolved the issue. No further issues were reported. Analysis of the returned pump and board could not confirm any failure with either one of them as they both passed testing and functioned without problems. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service. This event was identified during a retrospective review as discussed with the FDA (B)(6) on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 FDA-483 fei: 3004785967. This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that while in a spinal fusion procedure, the site attempted to use the system's 'lift and shift' function, the hydraulic system made a loud screeching noise. The site was able to complete the case. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome.